Event description:
The customer reported that the table¿s chest support base broke as surgeon was draping the patient. There was no patient injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The allen chest support is designed to position and support the patient¿s chest in a variety of surgical procedures including, but not limited to spine surgery in prone position. The device is used in conjunction with additional support/positioning devices (surgical table, arm supports, head support) and supports only a portion of the patient in prone position during surgical procedures. Prior to use it is standard practice to inspect and confirm the equipment is in working order, verifying all parts fit together properly, can withstand the weight of the patient, and test prior to use to ensure positioning can be conducted in a safe manner. The device IFU instructs ¿do not use if product shows visible damage, prior to using this device, inspect the product looking for any visible damage or sharp edges that could be caused by a drop or impact during storage. To prevent patient and/or user injury and/or equipment damage, examine the device and surgical-table side rails for potential damage or wear prior to use. Do not use the device if damage is visible, if parts are missing or if it does not function as expected.¿ the device was not been returned for inspection therefore, a root cause into the reported malfunction can not be determined at this time. If the device is received, inspection findings will be submitted in a supplemental report. Although there was no serious injury reported, if the reported malfunction were to recur, it could result in serious injury or death. Therefore, this is a reportable malfunction.